Event description:
The manufacturer received information alleging lung cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging lung cancer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. Air filter and fine filter had unknown gray contamination on them. Air output port had an unknown brown contamination ring on the outside of it. Slight dust-like contamination and a potential mineral deposit stain in the air output port. Slight dust-like contamination and hairs/fibers at the air inlet of the blower box. Slight dust-like contamination and tiny hairs/fibers on top of the blower motor and the blower motor seal. The bottom of the blower motor and the inside of it had many potential mineral deposit spots, indicating potential water/liquid ingress. Also, a hair/fiber was in the blower motor entrance. White, brown and black, inconsistent with degraded sound abatement foam, dust-like contamination in the blower box. The blower box had many potential mineral deposit spots, indicating potential water/liquid ingress. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. Slight dust-like contamination at the air outlet port and at the air inlet. Air output port had a potential mineral deposit stain in it and an unknown brown contamination ring on the outside of it. Blower motor had slight dust-like contamination and hairs/fibers on it and on the blower seal. Dust-like contamination inside the blower box. Blower motor had many potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Blower box had many potential mineral deposit stains in it, indicating potential water/liquid ingress. Product investigation laboratory was able to get care orchestrator information from device. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source section h6 was updated. Box d: device avail for eval? (Rfb) & date returned (rfb) updated. Recall number and remedial action init (rfb) has been updated. Box h: device evaluated by mfg and device avail. For eval? (Rfb) has been updated.